Event description:
The physician informed that the patient's vns was turned off per the family's request. The physician informed that the patient was recently diagnosed by an ent as having vocal cord paralysis that was correlated with vns stimulation. According to physician this did not start at implant but began occurring more recently. The patient¿s most recent system diagnostic results confirmed that the patient¿s vns generator is performing within normal limits. No other relevant information has been received to date.